Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that a pericardial effusion (pe) occurred post procedure. In (B)(6) 2017, a 27mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. At the patient's 45day follow-up an echocardiogram revealed a 2mm pe. It was reported that the patient was currently on aspirin. Warfarin was discontinued at the 45day follow-up.